Event description:
A report was received regarding a memory lens iol implanted in a patient's right eye in 07/1999 with no complications. Opacification of the implant diagnosed 2003. Yag procedure performed with no complications. Visual acuity reported as 20/25 od with reduced contrast sensitivity. Prognosis indicated as fair. Patient currently being monitored. Explantation expected to be scheduled in the near future. No further information available at this time.